Event description:
It was reported that during a laparoscopic esophagectomy procedure, the clip ejected without being formed at the 3rd firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed four clips as intended and it ejected fourteen clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what vessel or structure was the device fired on at the time of the event? ---around esophagus. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes, the device was fired out of the patient. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---the information was not provided from the hospital.